Manufacturer narrative:
It was reported to abbott a patient¿s lead was replaced due to having high impedance. It was reported the lead was fractured. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.